Manufacturer narrative:
(B)(4) as received, the hyperform catheter was separated in two segments. The guidewire was not returned for analysis; therefore any contributing factors from the guidewire could not be assessed. The proximal segment was found to be kinked, flattened, and stretched. The tubing material of the broken ends exhibited stretching and jagged edges. Dried blood was found within lumen of the hyperform catheter distal segment. The inflation holes appeared to be occluded with dried blood. Due to the condition of the balloon subassembly the balloon inflation and deflation test could not be performed. No other anomalies were observed. Based on the device analysis, the customer report of catheter separation was confirmed as the catheter was found to be separated into two segments. Both broken ends exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicates that catheter broke when pulled with a force exceeding the tensile strength of the tubing material. The cause of the reported events is likely due to the reported pulling of the balloon catheter while inflated. All balloons are 100% leak tested and all devices are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that after hand dealing of the balloon device and catheter, a piece of the balloon was found within the catheter. It was reported that when the physician pulled back on the balloon it suddenly deflated. The system was removed. Upon inspection of the removed devices, it was discovered that a piece of the balloon was within the catheter. The entire system was replaced by a competitor device to complete the case. The device was reported to have functioned well during testing and delivery. No patient injury reported as a result of this procedure.